Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint. Updated information in b5 and concomitant products field.

Event description:
Additional information was received where the customer confirmed that the aads that was used during the reported issue was amino acids dextrose solution and there was patient involvement, and no patient harm reported.

Manufacturer narrative:
Device is not available for return. The device evaluation will proceed with the available information with results sent in final report.

Event description:
An event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standard bore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock where it was reported that the filter in antiarrhythmic drugs (aads) standard concentration tubing leaking. The line was changed. There was unknown patient involvement, and no reported patient harm.